Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: myocardial infarction; permanent damage. Device issue: no device malfunction has been reported. It was reported that a 3.5 x 23 mm xience v stent was implanted in the mid right coronary artery (rca) in 2009. Toward the end of september, the pt was hospitalized and an electrocardiogram (EKG) revealed an inferior wall myocardial infarction. Angiography was not performed but the pt was treated with thrombolytics, and the pt was discharged two months later. In the same month, an angiogram revealed that the stent was patent and the vessel looked good. The physician found out that when the pt was on vacation, they did not take plavix, aspirin or any of their prescribed medications. It is possible that the stent thrombosed and the thrombolytics resolved the issue. The pt has resumed medication and is doing well. There is no additional event or pt info available.

Manufacturer narrative:
Myocardial infarction (mi) and thrombosis, as listed in the instructions for use, are known adverse event associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Mi, thrombosis, EKG/ECG changes and hospitalization are listed in the no fault risk assessment. There was no report of any product malfunction at the time of the stent implant. It is possible that the mi and EKG/ECG changes are secondary effects of the thrombosis which required medication for treatment and hospitalization. A conclusive cause for the reported pt effects and the relationship to the product, if any, cannot be determined.